Event description:
Healthcare professional reported "rupture" and "grade IV periprosthetic capsular contracture". Later healthcare professional reported "prosthetic rupture", capsular contracture Baker grade III, "mild lymphocytic infiltrate", "calcifications" and "chronic inflammation with fibrosis". Patient underwent open capsulectomy. This record is for the right side. Device was explanted.

Event description:
HEALTHCARE PROFESSIONAL REPORTED "RUPTURE" AND "GRADE IV PERIPROSTHETIC CAPSULAR CONTRACTURE". LATER HEALTHCARE PROFESSIONAL REPORTED "PROSTHETIC RUPTURE", CAPSULAR CONTRACTURE BAKER GRADE III, "MILD LYMPHOCYTIC INFILTRATE", "CALCIFICATIONS" AND "CHRONIC INFLAMMATION WITH FIBROSIS". PATIENT UNDERWENT OPEN CAPSULECTOMY. THIS RECORD IS FOR THE RIGHT SIDE. DEVICE WAS EXPLANTED.

Manufacturer narrative:
A REVIEW OF THE DEVICE HISTORY RECORD HAS BEEN INITIATED. IF ANY NEW, CHANGED OR CORRECTED INFORMATION IS NOTED, A SUPPLEMENTAL MEDWATCH WILL BE SUBMITTED. THE EVENT OF CAPSULAR CONTRACTURE IS A PHYSIOLOGICAL COMPLICATION AND ANALYSIS OF THE DEVICE GENERALLY DOES NOT ASSIST ALLERGAN IN DETERMINING A PROBABLE CAUSE FOR THIS EVENT. FURTHER INFORMATION FROM THE REPORTER REGARDING EVENT, PRODUCT, OR PATIENT DETAILS HAS BEEN REQUESTED. NO ADDITIONAL INFORMATION IS AVAILABLE AT THIS TIME. REASON FOR REOPERATION: RUPTURE AND CAPSULAR CONTRACTURE BAKER GRADE IV.

Manufacturer narrative:
Additional, Changed, and/or Corrected Data: D9, H3, H6.Device Evaluation:Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required:- Rupture: Not observed through visual inspection.- Capsular contracture: Unable to observe through visual inspection as it is a physiological phenomenon.None of the other observations performed during the device analysis Deformation, Wear Abrasion and Creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.